Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? What was the shape of the clip? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned partially cycled with a clip in the jaws. In an attempt to replicate the reported incident, the cycle was completed and one conforming clip was formed. In the next actuations, the remaining clips were fed and formed as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure when the surgeon fired the clip applier the staples shaped awkwardly. No patient consequences reported. Unknown how the procedure was complete. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: which firing of the device did this event occur on? Several firing of the device occured what vessel or structure was the device fired on at the time of the event? Hepatic vein. Was the clip fully advanced into the jaws prior to firing? Yes.